Event description:
Pacing dificulties; reportedly, when customer inserted the catheter, she confirmed the tip was bent but she indwelled the catheter in ventricle. After patient was moved from catheter lab, customer found that the it was not pacing. She checked the catheter and the tip was not staying at the correct position. No product will be returned for evaluation. Device was not returned from customer.

Manufacturer narrative:
Device will not be returned for evaluation - disposed at hospital.